Event description:
The device was returned to the manufacturer due to a cracked case - internal standoffs broken and loose inside. The device was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the upper and lower cases are broken. Main printed circuit board out of electrical specification. High rate cover and side bail covers are broken. Once case screw and bails are missing. The ring is bent.